Event description:
Two months after treatment with juvederm ultra plus to the bilateral nasolabial folds, the physician reports swelling and slight redness to the bilateral nasal walls and glabellar area. Further follow up with the physician notes that the pt was treated with oral steroids, and injectable hyaluronidase to prevent worsening of symptoms that might have led to permanent injury.

Manufacturer narrative:
Device evaluation summary: the documentary research in the batch file shows that no element could explain this reaction: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilisation cycle) are registered as conforming to the specifications. In conclusion, all the analysis results of the batch are conforming.